Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she got the no device found screen a lot since her car accident in may. No troubleshooting could be done due to lack of access to equipment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they were in a car accident in (B)(6) 2018. They stated that they have been going to therapy since then, but notices that they keep having shocking sensations throughout their body. It was noted that the shocking sensation started in the last month. The patient indicated that they feel shocking sensations whether stimulation is turned up high or low. However, they feel the shocking more strongly when stimulation is turned up. The patient stated that their pain clinic ordered a CT scan on their c spine, which is where their leads are located. The patient is unsure if the results are back yet. The patient was redirected to follow-up with their healthcare provider to discuss the results of the CT scan, and to address the shocking. The patient stated that another doctor ordered their CT scan, and they have not met with their managing physician about the issue. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their doctor indicated that the CT scan should be looked at by patient services. They stated that they ¿dropped the ball¿ because they were going to doctor¿s or physical therapy 2-3 times per week and was tired. The patient noted that now that physical therapy was over, they can keep their stimulation on a low setting, and it is better. However, when they turn it up to 2.3 or higher, their shocking sensation increases. They mentioned that this issue started at the end of may after their car accident. The patient weighed (B)(6) at the time of the event. No further complications were reported or anticipated.